Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included frequent periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaid's and paracetamol (acetaminophen) since (B)(6) 2008 for pain. On (B)(6) 2008, the patient had essure inserted. In december 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing coils seen per side diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion then contrast opacification of the uterine cavity on (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vaginal hysterectomy: -proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of product technical problem update. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included irregular periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaid's and paracetamol (acetaminophen) since (B)(6) 2008 for pain. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"). The patient was treated with surgery (vaginal hysterectomy). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain was resolving and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing. Coils seen per side. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion then contrast opacification of the uterine cavity. On (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vagin1il hysterectomy: -proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Most recent follow-up information incorporated above includes: on 29-may-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pain. Concomitant disease, lot number were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010 essure confirmation test should healthcare provider result: that both fallopian tubes were successfully blocked. Concurrent conditions included frequent periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2008 for pain as well as enalapril maleate (invoril) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and metrorrhagia had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing coils seen per side. Received treatment for: pelvic pain, metrorrhagia patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: contrast opacification of the uterine cavity. Diagnostic results: on (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vagin1il hysterectomy: -proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-mar-2021: mr received. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010 essure confirmation test should healthcare provider result: that both fallopian tubes were successfully blocked. Concurrent conditions included frequent periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2008 for pain as well as enalapril maleate (invoril) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and metrorrhagia had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing coils seen per side received treatment for: pelvic pain, metrorrhagia patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: contrast opacification of the uterine cavity. Diagnostic results: on (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vagin1il hysterectomy: proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Lot number: 627755 manufacturing date: 2008-08 expiration date: 2010-08 . Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6)2010 essure confirmation test should healthcare provider result: that both fallopian tubes were successfully blocked. Concurrent conditions included frequent periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2008 for pain as well as enalapril maleate (invoril) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and metrorrhagia had resolved and the menstrual disorder, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing coils seen per side received treatment for: pelvic pain, metrorrhagia patient received treatment for bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: contrast opacification of the uterine cavity. Diagnostic results: on (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vagin1il hysterectomy: -proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events abnormal bleeding (menorrhagia) and abnormal bleeding (vaginal) was updated to recovered/resolved.new reporter was added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 34-year-old female patient who had essure (batch no. 627755) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: on (B)(6) 2010 essure confirmation test should healthcare provider result: that both fallopian tubes were successfully blocked. Concurrent conditions included frequent periods, spotting between menses, vaginal hysterectomy and irregular menstrual cycle. Concomitant products included nsaids and paracetamol (acetaminophen) since (B)(6) 2008 for pain as well as enalapril maleate (invoril) and paracetamol (tylenol 8 hour). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2010, the patient experienced depression ("depression"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and anxiety ("mental anguish"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), metrorrhagia ("metrorrhagia") and post procedural complication ("post procedural complication"). The patient was treated with norethisterone acetate (aygestin) and surgery (hysterectomy (full),). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain and metrorrhagia had resolved and the menstrual disorder, menorrhagia, vaginal haemorrhage, depression, anxiety and post procedural complication outcome was unknown. The reporter considered anxiety, depression, menorrhagia, menstrual disorder, metrorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: the endometrium has a uniform thickness of 0.4 cm. Easy insertion with 4 trailing coils seen per side received treatment for: pelvic pain, metrorrhagia diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: results: contrast opacification of the uterine cavity. Diagnostic results: on (B)(6) 2009 hysterosalpingogram showed fluoroscopic assistance was provided and spot radiographs were obtained during performance of a hysterosalpingogram. There is contrast opacification of the uterine cavity, which is normal in configuration smooth in outline, some minimal transient air bubble artifacts are noted. There are essure devices present in the distal tubes bilaterally. There is no evidence of contras entering or filling either tube, consistent with bilateral tubal occlusion. On (B)(6) 2011, surgical pathology diagnosis uterus, cervix, vaginal hysterectomy: - acute and chronic inflammation. Uterus, endometrium, vaginal hysterectomy: -proliferative pattern uterus, myometrium, vaginal hysterectomy - no significant histopathologic abnormalities patient information history/diagnosis: irregular menses. Gross: at each cornu are coiled metal wires consistent with the essure contraceptive device. The endometrium has a uniform thickness of 0.4 cm. The myometrium has an average thickness. Concerning the injuries reported in this case, the following one/ones were confirm in patient¿s medical records: vaginal haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. New events: metrorrhagia, post procedural complication were added. Outcome for pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menstrual disorder ("menstruation issues") in a female patient who had essure inserted for female sterilization. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menstrual disorder (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent a hysterectomy due to complications from the essure device). At the time of the report, the menstrual disorder outcome was unknown. The reporter considered menstrual disorder to be related to essure. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.